Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and need to be reimaged. A field service engineer (fse) verified and confirmed that the station had a software issue, reimaged the device to version 1.7.4, ensured proper internet speed and duplex settings, and validated firewall configurations. Fse also confirmed remote support service (rss) functionality and pushed the required packages, then tested the system in hardware test application (hta) and had the customer perform an inventory to validate proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on the blue screen and need to be reimaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.